Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site, reproduced errors c-00 and c-34 and replaced the iesu to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the isi device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was getting errors on the integrated electrosurgical unit (iesu). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found repeated c-34 and other errors. Before contacting the isi tse, the customer had swapped out energy cords, instruments, and changed ports but the errors persisted when firing monopolar energy. The customer stated that bipolar was working fine. The isi tse had the customer hard power cycle the iesu, but the error returned. The customer did not have the activation cable to use the valleylab force triad, but they elected to use the force triad with its pedals in front of the surgeon console's pedals to finish the procedure. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
The integrated electrosurgical unit (iesu) was returned for testing. The error c-34 was confirmed and reproduced.

Event description:
Refer to h11 for follow-up information.